Event description:
The customer reported the unit failed to power on via ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to power on via ac power. There was no report of pt involvement. The customer was informed that this device has been out of support since dec 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.